Event description:
Patient representative reported right side rupture. Device has been explanted

Manufacturer narrative:
Additional, changed, and/or corrected data: a6; b3; d6b;

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Patient representative reported, "rupture". This record is for the right side. Device has been explanted.